Manufacturer narrative:
Continuation of d10: product ID#: 97755. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#: (B)(4). Date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found that the cable insulation was torn at donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that "about last month" the patient noticed it was taking longer to charge the ins. Last week they noticed the recharger (rtm) was getting really warm then it started to get really hot. The patient stated it felt like a burning shock but confirmed they had no marks on their skin. The patient said they then noticed that there was a hole in the wire/cable just before the paddle. Repair noted the patient felt a small tingle but there was no patient harm reported. A replacement rtm was sent to the patient. No further complications were reported/anticipated.